Manufacturer narrative:
Conclusion: the scale was recalibrated.

Event description:
It was reported by service report that the bed exit is not working. No pt involvement or adverse consequences are reported.